Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that, during a transurethral ureteral holmium laser lithotripsy procedure using a flexible endoscope, the console stopped working. This resulted in increased blood loss, hypothermia, and decreased therapeutic effect on the patient. The expected level of treatment could not be reached, and the anesthesia time was prolonged. There was concern that the common peroneal nerve could be easily damaged with the patient in the lithotomy position for a long time. The procedure was completed with another console and fiber. No further patient complications were reported.